Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to disconnect the tubing, tighten connections, and deliver a 5-unit bolus with specific guidelines. Despite these efforts, the occlusion alarm recurred. Reportedly, the customer reverted to an alternate method insulin therapy.